Event description:
It has been reported to the company that during a percutaneous coronary stenting procedure, the occlusion balloon wire was kinked and the balloon deflated. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the vessel. The physician then inserted the stent delivery catheter and placed the stent. While removing the stent delivery catheter, the physician kinked the occlusion balloon wire and the wire snapped, resulting in deflation of the occlusion balloon. The physician inserted the aspiration catheter and attempted to aspirate the vessel, but not much particulate was removed. The physician then removed the aspiration catheter and the occlusion balloon wire from the patient. The patient is reported to be fine.